Event description:
It was reported that the needle did not move forward when the pod was activated, the cannula was not visible; this indicates a needle mechanism failure. The pod was not worn. Treatment for the reported issue was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was returned not deployed. The download data shows the device completed 47 first prime pulses and was then deactivated after the completion of first prime. The needle mechanism was able to manually deploy as intended. No damages or defects were observed that would result in a failure of the cannula to deploy.